Event description:
This pacemaker was removed due to high thresholds which lead to earlier-than-expected battery depletion. The leads were capped and replaced. This pacemaker was replaced with cylos dr-t.